Event description:
Customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was approximately 5ml of bloody fluid that had leaked under the mixing chamber from an unknown source of the unit. The leak was not contained to the unit. The customer was wearing gloves, goggles and lab coat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the leak. Fluid was found under the mixing chamber area due to an overflow of the diff mixing chamber (mc240) and/or the nrbc (nucleated red blood cell) mixing chamber (mc230). The fse bleached the mixing chambers and drain lines as well as flushed the amtc (air mix and temperature control module) sample lines resolving the leak. Identified failure modes: failure mode is related to the diff and nrbc mixing chambers, drain lines and amtc sample lines which needed to be bleached and flushed. The failure modes identified are likely to impact differential/reticulocyte and nrbc results due to carry over as a result of improper draining of the chambers. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).